Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to poly wear and a loosened patella. The tibial bearing and patella were removed and replaced. A review of invoice history indicates patient underwent a knee arthroplasty on (B)(6) 1996. An invoice could not be located to confirm the revision procedure and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05617 & 05618).